Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c2tr01 implantable pulse generator (ipg), (B)(6) 2011; 5076-52 implantable pacing lead, (B)(6) 2011; 5076-45 implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had no capture and was observed with high threshold. The lead was reprogrammed and remains in use. The patient is a participant in the shock-less study (sls). No patient complications have been reported as a result of this event.